Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to call back if the malfunction reoccurs and was informed they could continue to use the pump.